Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent delivery sys ruptured in suboptimal apposition. The stent was retrieved with a snare device. Reportedly no pt injury was associated with this event.